Manufacturer narrative:
Other relevant device(s) are: product ID: 9735773, serial/lot #: (B)(4); product ID: 9735787, serial/lot #: unknown. A medtronic representative went to the site to test the equipment. Testing could not duplicate the issue. The self-test showed all good and the system had been on for 5 hours prior to service, so the battery was not overheating. The battery on the unit was replaced due to customer concerns. Evaluation codes that apply to this testing: (B)(4) the battery (2024) was returned for analysis. Analysis found that the battery passed bench testing. The battery was functioning as expected. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a spinal procedure. It was reported that during a case the system powered down when an imaging system exam was being transferred. The rep was able to turn the system back on and manually send the imaging spin and continue with the case. It was noted that the system was plugged into a known good outlet when it powered down. There was no patient impact or procedure delay. Later another rep was unable to replicate the issue. The self-test showed all good and the system had been on for around 5 hours prior so the battery was not overheating. However, due to perception from the customer about the system, the battery on the unit is being replaced.